Manufacturer narrative:
The aquabeam motorpack was returned for investigation. No visual defects or anomalies were observed with the motorpack. During functional testing three docking cycles and an entire simulated aquablation session were performed successfully without triggering any errors. No issues were observed and the motorpack functioned as intended. A root cause was unable to be determined as the reported failure could not be reproduced. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam motorpack / lot number 22c01914 was conducted, which confirmed there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults. E21 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the second treatment pass of aquablation therapy, the aquabeam robotic system generated an "e21 - motorpack error", which could not be cleared. As a result, the decision was made to discontinue the aquablation therapy and respect the rest of the apical tissue, as the physician felt that enough tissue had been treated. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem: component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.